Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the mid left superficial femoral artery using the in.pact admiral device, the balloon burst on the first inflation at, below, or at an unknown rated burst pressure, leading to the procedure being aborted. The vessel had been pre-dilated with a 7mm non-medtronic device, and a 6x45 non-medtronic sheath and 014x300 non-medtronic guidewire were used. Inflation was performed with a non-medtronic device using 50/50 contrast. The device was safely removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: this is a duplicate event of one already reported in regulatory rep #:9612164-2025-02989. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.